Manufacturer narrative:
The reporter confirmed the explanted device will not "be" return to apollo for analysis. Device labeling addresses the reported event as follows: precautions: to prevent ulcers, it is recommended that the patient start a program of oral proton pump inhibitors (ppis) for approximately 3-5 days prior to orbera¿ placement so a maximal gastric acid suppression effect will be present on the day of placement. It is recommended that the ppi dose be given sublingually after orbera¿ placement if nausea and/or vomiting are present. A regimen of 40mg per day of an oral ppi should be continued as long as the orbera¿ is in place. Other medications that are started prophylactically should be continued after orbera¿ placement until they are no longer needed. Furthermore, subjects will be directed to avoid medications known to cause or exacerbate gastroduodenal mucosal damage. The physiological response of the patient to the presence of orbera¿ may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. In preparation for removal, some patients may have retained contents in the stomach. Some patients may have a clinically significant delay in gastric emptying and refractory intolerance to the balloon, necessitating early removal, and possibly leading to other adverse events. These patients may be at higher risk of aspiration upon removal and/or upon administration of anesthetic. The anesthesia team should be alerted to the risk for aspiration in these patients. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications of the use of orbera¿ include: gastric outlet obstruction. A partially-filled balloon (i.e., <400 cc), or a leaking balloon could lead to gastric outlet obstruction, requiring balloon removal. It is also possible for a fully filled (400-700 cc) balloon to impair the gastric outlet, which can produce a mechanical impediment to gastric emptying. Gastric outlet obstruction may require early removal. Abdominal or back pain, either steady or cyclic. Injury to the lining of the digestive tract as a result of direct contact with the endoscope, the balloon, grasping forceps, or as a result of increased acid production by the stomach. This could lead to ulcer formation with pain, bleeding or even perforation. Surgery could be necessary to correct this condition. Warnings: bowel obstructions have been reported due to deflated balloons passing into the intestines and have required surgical removal. The risk of obstructions in the small intestine may be higher in patients who have a dysmotility disorder, or who have had prior abdominal or gynecological surgery, radiation therapy, and/or active inflammatory bowel disease, so this should be considered in assessing the risk of the procedure. Bowel obstruction can result in death. Endoscopic removal of orbera¿ must be completed in the presence of an empty stomach. Patients should be on a liquid diet for 48 hours and npo for a minimum of 12 hours prior to removal. If food is found in the stomach upon endoscopic examination, then measures (aspiration of stomach contents, endotracheal intubation, or delay of procedure) must be taken to protect the airway. The risk of aspiration of gastric contents into the patient's lungs represents a serious risk which can result in death. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration, gastric and esophageal perforation and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients need to be evaluated and the device removed at or within 6 months of placement.

Event description:
Reported as: a patient with the orbera intragastric balloon experienced incredible pain 5 days post placement and could not tolerate. The patient had approximately 2800 mls of food content in the stomach. The device was removed. Physician observed an ulcer during balloon removal which was not present at the time of placement.